Manufacturer narrative:
Review of manufacturing and sterilization record did not highlight any anomaly on involved batches. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery occurred on (B)(6) 2026, due to infection. During the revision all pre-existing components has been explanted: smr cementless finned stem (pn 1304.15.200, lot. 2102987, ster. 2100108); smr humeral head d.48 h.16mm (pn 1321.09.481, lot. 2101790, ster. 2100079); smr ecc.adaptor taper standard (pn 1330.15.274, lot. 2115996, ster. 2100280); smr finned humeral body (pn 1350.15.110, lot. 2114697, ster. 2100274); smr metal-back glenoid std (pn 1375.21.010, lot. 2100627, ster. 2100093); liner f.met.back glen.standard (pn 1377.50.010, lot. 21at1aa, ster. 2100306); bone screw ø6,5 h.30mm (pn 8420.15.030, lot. 2120657, ster. 2100314); bone screw ø6,5 h.30mm (pn 8420.15.030, lot. 2121636, ster. 2100334). And following new components have been implanted: finned stem dia. 21mm l.80mm (pn 1304.15.210); finned humeral body medium (pn 1350.15.110); eccentrical 4mm adaptor taper (pn 1330.15.274); humeral head dia. 50 h. 21mm (pn 1324 .09.501). Surgery has been completed as intended. Previous surgery was performed on (B)(6) 2021. Patient is female, date of birth: (B)(6)1953. Event occurred in the united states.